Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother was reported via phone call that the blood glucose is low as 54 mg/dl at the time of incident. Customer went to bed with a blood glucose of 119 mg/dl and woke up with an 82 mg/dl and she ate carbs. Customer has been experiencing low blood glucose for 4 days. The drive support cap appears normal. The patient was disconnected during the rewind sequence. Customer reports programming is accurate. Customer reports was not worn during a medical procedure around high magnetic field. The insulin pump will not be returned for analysis.